Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, in situ over the rectum, the surgeon went to fire the stapling device, but it failed to activate.